Event description:
The customer reported obtaining low sodium patient results due to negative anion gap values on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer and results were normal. The customer did not release the initial low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only the initial results for seven (7) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and indicated the customer had already replaced all ise electrodes to resolve the issue. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).